Event description:
The facility's operating room nurse reported the pump failed. Info was not provided regarding whether or not the device was in pt use when the reported failured occurred. Although attempts were made by quality management to obtain additional info from the reporting facility, details were not available regarding pt demographics, pt status, medical intervention, pt injury, set up of the pump, failure code that occurred, medication involved, or serial number of the device.